Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with appropriate high voltage therapy. Upon attempted review, the stored electrograms on the implantable cardioverter defibrillator associated with the episode summary were missing. The missing electrograms were attributed to a corrupt memory file. The physician electively upgraded the device to a dual chamber implantable cardioverter defibrillator. The patient was in stable condition.